Event description:
Customer reported a tpn bag emptied sooner than expected and resulted in the patient's blood glucose being elevated. The intended rate was 7.7 ml/hr. The customer requested a log review to determine whether the rate had been changed at some point. No further patient/event information was reported.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.